Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer board. A field service engineer updated firmware for drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication failure, station was offline. A customer reported able to get medication from another station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this incident.